Manufacturer narrative:
Flow control valve was replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, the unit alarmed "ventilate manually". There was no reported patient injury.